Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support it was reported that the patient was having runs of ventricular fibrillation (vf) and ventricular tachycardia (vt), the staff administered amiodarone and lidocaine drips to help treat this issue. Also, the patient was in persistent torsade's, being supported completely by extra-corporeal membrane oxygenation (ECMO) and the impella. The staff made multiple attempts at shocking patient out of rhythm but were unsuccessful. A magnet was placed on the patient's automatic implantable cardioverter defibrillators (aicd), boluses of amiodarone were being given to break rhythm. The patient was no longer in vf; however, the patient was bleeding from the mouth and packing was put in place. The patient also had bleeding from the dialysis catheter. Additionally, it was reported that the nurse attempted to turn down the impella p level to p1 and immediately the patient had suction from ECMO and ECMO flows dropped to 1, when impella was increased to p3. The ECMO flows returned to normal. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.